Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk gen.3 (gluc). No other tests were affected. An aliquot of the sample, which was processed on a pre-analytics system, initially resulted as 50 mg/dl and this value was reported outside of the laboratory to the physician. The physician did not believe the result, so the sample was repeated. The primary tube was repeated and resulted as 91 mg/dl. The patient was not adversely affected. The gluc reagent lot number was 601968, with an expiration date of 10/30/2015. The field service engineer found that the sample probe was not aligned in the correct position. He adjusted the sample probe alignment.